Event description:
It was reported by the aci sales professional that a (B)(6) female patient with a history of pvd underwent an elective interventional peripheral catheterization procedure on (B)(6) 2012. It was reported that the patient had no history of prior catheterization procedures. Access was obtained at the common femoral artery via a 7f cordis sheath. A pre-procedure femoral angiogram showed no evidence of calcium in the vicinity of the puncture site. Following the procedure, the physician who is a trained user of the mynx, chose the mynx with grip technology for femoral arterial closure. It was reported that after the device was deployed, there was active arterial pulsatile bleeding. The physician converted the patient to 45 minutes of manual compression, and hemostasis was achieved. The patient was ambulated for 4 hours and discharged home the same day of procedure ((B)(6) 2012). No further information was provided. On (B)(4) 2012, aci received additional information from the customer. It was reported that the patient returned to the emergency room on (B)(6) 2012 with complaint of increasing groin size, and was taken into surgery to resolve a small pseudoaneurysm, active leaking, and hematoma evaluation. No additional information could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1128702) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.